Event description:
Patient reported 'later in the evening' after injection with unspecified juvederm in the "deviated septum of their nose" they developed "some swelling at the injection site". Additionally the patient reported that their blood pressure dropped, they started experiencing a sore throat, heart palpitations, a headache, and vomiting. The patient self-prescribed ibuprofen and went to the emergency room where they were prescribed oral amoxicillin. The patient also contacted the injecting healthcare professional's office; the healthcare professional told the patient to "wait a week". No treatment was prescribed by the injecting healthcare professional. No add'l info from injecting healthcare professional has been provided; therefore, allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on 07/14/2014. Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of sore throat, vomiting, palpitations, "low blood pressure", headache, and swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.